Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the display was blank. It was reported that there was no evidence of moisture or corrosion in the pump and contrast reset or pump reboot did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to a blank display screen with auditory and vibratory features. The display screen was found to have cracked. The reported blank display issue was duplicated in the investigation. The remaining testing cannot be completed due to the cracked display issue. Replacing the cracked display with a test display resulted in a fully functional display screen.